Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white foreign mater found in three (3) 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: device manufactured between august 27, 2019 to august 28, 2019. H10: three (3) devices were received for evaluation. Visual inspection with the unaided eye did not identify any abnormalities that could have contributed to the reported condition. Visual inspection along with magnification was performed on all of the samples and no white foreign material was observed. The fill port caps were removed and examined and no damage or white foreign material was found in any of the connector/caps. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.